Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted both tamper seals removed. The top and bottom cases were cracked and chipped, and the plunger case seal was missing. A review of the event history log found a primary audible alarm post. During the functional testing, the alarm was unable to be duplicated. The root cause was unable to be determined. The speaker was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump keeps alarming. No patient injury reported.